Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy due their ipg being inoperable. As a result, surgical intervention was undertaken in (B)(6) 2014 wherein the ipg was explanted.